Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 unopened and 2 opened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received five closed samples and two open samples, one of them with the needle detached from the thread the thread is still wound on the pack. In the other open sample received, there is no thread inside the pack, only received the needle and the open pack. Tested the strength of the samples received and the results fulfills the OEM requirements. Tested the needle attachment of the closed samples received and the results fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). The needle goes very quickly from the wire or has already been detached from the needle.